Event description:
It has been reported to philips that the flexvision computer (pc) does not boot up. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Analysis of the system log file confirmed that the connection with the flexvision pc was lost. During troubleshooting, the fse found an issue with the cmos battery. The fse replaced the cmos battery and programmed cmos to turn on after power failure. After the replacement of cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.